Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2228408. Medical device expiration date: 31jul2027. Device manufacture date: 16aug2022. Investigation summary: it was reported the needle was obstructed by a piece of foreign matter in the needle. To aid in the investigation, forty-three samples, three photos and one video were provided for evaluation by our quality team. The samples came with forty-three empty 5ml syringes. The samples have the plastic shields, but no packaging blisters. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Thirty-three samples expelled the solution with a normal flow. Eight samples expelled the solution with a slow flow. Two samples did not expel the solution; these needles are clogged. The three photos provided show a needle tip. The needle tip appears to have a rounded metal part inside, part of which is visible. At the tip of the rounded metal part there is an amber colored particle. No other information could be obtained from the photos. The video provided shows a person with a needle assembly with the plastic shield connected to a syringe. When the plunger rod is pulled back it moves back forward. A device history record review was completed for provided material number 301701, lot numbers 2228408 and 2159213. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd needle 22ga 1-1/2in safetyglide foreign matter led to difficult aspiration. There was no report of patient impact. The following information was provided by the initial reporter: during the functional testing made to the syringe/needle assembly with an aql of 0.65 it was noticed that the needle was obstructed impeding the correct functionality of the assembly. A piece of foreign matter was found inside the needle.